Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported disposable device lot number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation on (B)(6) 2015. The physician then performed a laparoscopic sterilization procedure and a "full thickness burn to uterine wall" was visualized. The physician examined the bowel via laparoscopy and no injury was found. No intervention was required. The patient was "fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Reference internal complaint#: (B)(4).